Event description:
It was reported that a catheter was used after the used by date. The implant date was (B)(6) 2015 and the used before date was (B)(6) 2014. The manufacture representative was unaware of expiration date when they called in. The manufacture representative reported the item came from his trunk stock. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_pump, product type: pump. Product ID: neu_unknown_cath, product type: catheter. (B)(4).